Event description:
The following has been reported: "after starting up, the device continues to alarm and could not enter the work interface. After checking, it was found that the backlight board was faulty after the device was turned on, which may be the backlight board was damaged." Reporting due to the referenced issue (defective display) as a conservative measure. No adverse event was reported. More information is needed to complete the investigation.